Manufacturer narrative:
(B)(4). Approximate age of device ¿ 51 days. The lavd was turned off. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was readmitted secondary to acute on chronic heart failure and suspected lvad thrombosis with a lactate dehydrogenase (ldh) of 2035 u/l. The patient reported having normal kidney function and clear amber urine. Upon admission, patient's international normalized ratio (inr) was 3.2. Normal range for the patient was an inr between 2 and 3, maintained with an anticoagulation regimen of coumadin and full dose aspirin. In response to the event, the patient was placed on dobutamine 3 along with low dose heparin and aggrastat drip. Inotropes were also initiated. The patient's ldh decreased into the 1000 u/l range. While admitted, nursing reported that the pump displayed elevated estimated flows, but none were found during review of the patient's system controller history. Right heart catheterization, x-rays and coronary chest computed tomography (CT) scan were performed, but the results were not provided. The patient was only treated clinically, no changes were made in lvad parameters. The decision was made to discontinue the use of the lvad system, and the pump was turned off. Anticoagulation was discontinued as well. The patient is home in hospice care and likely to be moved to a nursing home to remain on hospice.

Manufacturer narrative:
The report of suspected pump thrombosis could not be confirmed as the patient remains ongoing on pump support under hospice care. No adverse events were recorded upon review of the submitted log file. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.